Event description:
Implant date: 2001. Pt complained of recurring neck pain six months after surgery. X-rays revealed two broken screws. Surgeon explanted the device and replaced with competitor's product. Pt was a smoker and pseudoarthrosis had formed.